Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited high shock impedance greater than 125 ohms. Further, the distal and proximal coils were switched in header and also there was an insulation break in the proximal coil. The physician applied a lead repair and reinserted the coils into their proper header position. Rv lead was manually tested and two synchronized shocks were done but still showed high impedance. Boston scientific technical services (ts) suggested replacing lead. Additional information obtained from field representative that the cause was undetermined as there was no issue found under fluoroscopic evaluation and defibrillation threshold (dft) test was performed and failed. The rv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.